Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had been playing around with the setting and going up and down and she was not getting relief. The patient reported after surgery her bladder was blocked due to anesthetic and she had to wear a catheter from friday until monday and hcp removed the catheter. The patient reported she still had leakage and when she had increased the stimulation she had lots of leakage and it was hard to void completely. The patient stated during the trial she was on program 1 and had more relief and she was going longer without going to the bathroom. The patient synced with the patient programmer to the ins and they were on program 3 at 0.6 v and the stimulation was on. The patient changed to program 1 at 0.9 v. The patient noted she wanted to try program 1 since it worked during the trial. The patient noted after the catheter came out she was not getting relief like she did with the trial. There were no further complications that have been reported as a result of this event.